Manufacturer narrative:
(B)(4). Batch # m55c31. Additional information was requested and the following was obtained: per the sales rep, the firing sounded good and there did not appear to be an issue with the device, but the severity of hemorrhage after firing seemed like staples did not form or like the device cut but did not staple. The focus of the surgeon and or staff was on controlling the patient blood loss and converting to laparotomy after the firing, so the sales rep was not able to see the staple line or comment on the staple formation. Additional information received: what is the current patient status? Fine- no adverse patient reactions. Where there any clips used in the surgical procedure? Not prior to firing device. Were there any indications that the vessels were calcified? Possibly, patient was obese. Just for clarification, who stated that the patient has some underlying coagulopathy among constellation of symptoms and comorbidities (sales rep, surgeon or other healthcare professional)? Surgeon. Did the patient have pre-existing conditions that could have impacted the patient¿s health/surgical outcome? Hereditary spherocytosis. Please confirm if the patient did have pre-existing coagulopathy or coagulation issues? See above the analysis found that one pve35a device was returned in good visual. Condition and with two cartridge reloads present. Cartridge (a) vasecr35, m54l1x was received unfired and in good visual conditions. Cartridge (b) vasecr35, m54l1x was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with the returned reload (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic converted to open splenectomy with distal pancreatectomy procedure, during the laparoscopic portion of the procedure the surgeon had thoroughly skeletonized the splenic artery and vein and the device was placed across the vessels before the first firing. The sales rep present for the procedure and the surgeon thought that the vascular bundle was well aligned in the jaws of the device with respect to the cut line. The device seemed to fire fine, but after firing there was massive hemorrhaging. The patient blood loss was about one liter and the patient did require a blood transfusion. The procedure was converted to open and the hemorrhaging was controlled by ligating the vessels with silk. The surgeon had planned to convert the procedure to open at some point, due to the advanced splenomegaly, but wanted as much of the procedure as possible to be laparoscopic. The staple line could not be visualized and it is not known if the staples formed properly. The surgeon was not using buttressing. The device was set aside. The patient status is not known.